Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not sense closed door" was reproduced. A review of the event history log revealed evidence of device "does not sense closed door". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the missing lower hook switch. The lower auxiliary requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not sense closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.